Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decreasing trend in impedance measurements over the past year. The cause for the change in impedance measurements was not conclusively determined. No actions have been taken to resolve the issue. A follow up appointment is scheduled.